Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose. Blood glucose reading was 36 mg/dl. Customer¿s other blood glucose value was 126 mg/dl. Customer was treated with food for their low. The customer alleged that insulin pump was over delivering insulin. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was neither in emergency room nor admitted into hospital. The insulin pump will not be returned for analysis.